Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01461 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 ((B)(6), male patient). According to the complainant, after advancing the electrode to the liver tumor, the tines were deployed. However, while attempting to ablate, a console error (e02) occurred. The physician checked all connections, then proceeded with the ablation, only to receive the same error. The physician exchanged the leveen needle electrode and was able to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient identifier is unknown. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).